Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incident reported from this lot. The reported patient effect of atrial perforation as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The investigation determined the reported leaflet grasping issue appears to be due to challenging patient anatomy/morphology. The reported, difficult to remove from anatomy, appears to be a result of user technique/procedural circumstances. Additionally, the reported difficult to remove cds from sgc appears to be due to reported unintended movement. However; a definitive cause for the reported unintended movement could not be determined. Furthermore, the patient effect of atrial perforation appears to be a result of procedural circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed for difficulty removing the clip and damage to the septum, requiring intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. The patient anatomy included a restricted posterior leaflet and a flail. The steerable guide catheter (sgc) was advanced into the patient anatomy without issue. The first clip was unable to grasp both leaflets and the device was removed without difficulty. The xtr clip delivery system (cds) was then advanced. The clip was able to grasp the leaflets; however, the posterior leaflet came out of the clip. Several more attempts were made to grasp the leaflets, but the physician was not comfortable with the grasp, as he didn't feel that enough leaflet was in the clip. The clip was then inverted and the clip was closed. The clip was pulled back to the left atrium. It was noted that some chord was next to the clip, and it appeared that the flail was caught in the clip. Troubleshooting maneuvers were performed and it was then felt that the flail had been removed from the clip. An attempt was made to retract the clip into the sgc and the clip caught on the tip of the sgc. It was thought that the clip may have jumped and caught on the sgc. Troubleshooting maneuvers were performed and the clip was then freed. An attempt was made to pull the clip back into the sgc, but it could not be pulled into the sgc. Both devices were removed as a single unit, with the clip outside the sgc. Some damage was noted to the septum, as there was a flap in the septum. An atrial septal defect (asd) occluder was implanted to treat the septum flap. Mr remained unchanged at grade 4. The patient remained in stable condition post procedure and is being evaluated for mitral valve replacement; however, no surgical procedure has been scheduled. No additional information was provided.